Event description:
Pt was implanted with tibial nail and screws on an unk date for a segmental tibial fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union and the most proximal 5.0mm locking screw had broken post ¿operative. Surgeon removed all hardware except for the broken screw shaft and the pt was revised to a 4.5mm lcp proximal tibia plate and screw construct. The broken screw shaft remains in the pt¿s bone. This report is #2 of 2 for the same event.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues.